Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing the programming history for the patient's vns generator, it was noted that a computer software error occurred on (B)(6) 2007. The computer software error was caused by faulted systems diagnostics and a final interrogation was not performed to verify the patient's settings on that day. On (B)(6) 2007 the patent's settings was output current= 3.25 ma/ frequency= 20 hz/ pulse width= 250 ¿sec/on time= 30 sec/off time= 3 min / magnet output current= 1 ma/ on time= 60 sec/ pulse width= 250 ¿sec. During the next office hours of 09/18/2007 the patient¿s vns generator was programmed at output current= 0 ma/ frequency= 20 hz/ pulse width= 250 ¿sec/on time= 30 sec/off time= 3 min / magnet output current= 1 ma/ on time= 60 sec/ pulse width= 250 ¿sec. The vns generator was then programmed back at output current= 3.25 ma/ frequency= 20 hz/ pulse width= 250 ¿sec/on time= 30 sec/off time= 3 min / magnet output current= 1 ma/ on time= 60 sec/ pulse width= 250 ¿sec.